Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 30 x 2.5 mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. Following pre-dilation with a 2.50 x 20 non-boston scientific balloon, the 2.50 x 32 mm synergy shield drug-eluting stent was introduced. The stent was unable to be delivered due to the calcified and very tight lesion, and when the device was withdrawn, it was noted that the shaft was broken. The physician decided to use a drug coated balloon instead of stenting. There were no patient complications, and the patient condition was stable following the procedure.

Manufacturer narrative:
A2 age at time of event: 18 years or older.